Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0. H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an sacroiliac and thoracolumbar procedure involving a t1-l3 posterior fusion procedure. It was reported that there was an alleged inaccuracy. The medtronic representatives (rep) troubleshooted the issue noting the cause was likely from a damaged instrument. There was a surgical delay of less than 30 minutes. There was no impact on patient outcome. The medtronic representatives (reps) tested the instruments and determined the scenario could not be exactly recreated, but noted the frame itself appeared bent and had inconsistencies. All instruments appeared to be inaccurate when testing accuracy after post-operative spin with the imaging system to verify screws. The 1 or 2 mm medial is what looked inaccurate. One screw needed to be replaced. The reps noted the screw that was replaced had a high potential for skiving from what the spine rep noted. Another imaging system was used and a spin was taken and used. The frame was not switched out.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Application logs were reviewed and there was only one session on the incident date. The session was associated with a spinal fusion procedure on the incident date. The user transitioned from the image acquisition task to the navigation task multiple times. No log evidence was found to explain the reported auto-registration inaccuracy and no errors observed. The archive was reviewed, which contains six imaging system image sets. Each set included 192 slices with a thickness of 0.83 mm and a spacing of 0.83 mm, and these were merged. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but cannot be detected in logfiles or archives. Code c19 is applicable to this analysis, as well as the previously reported codes b01 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) the returned 9735821r (lot number: p926413) positioning sensor unit (psu) had scratches on the housing and lenses. The psu passed an accuracy test (aak) at .199mm with a passing threshold of .250mm. The psu was found to be accurate within specifications but has physical damage. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a1 for patient identifier has been updated in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the system functioned as intended. Previously reported codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: the event date (b3) and aware date were 2025-sep-22. Imf f1905 was added to reflect one screw needed to be replaced. Additional information was received indicating that intervention was required. B1, b2, and h1 were updated. H2 additional information: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon had already performed a spin and placed screws and while doing another spin noticed the accuracy was off when placing an instrument in a screw head. They did another spin and accuracy was fine. They believe the frame that was used was the cause and it has since been taken out of use. They were verifying accuracy once screws were in. The inaccuracy was medial or laterally. It was intermittent and they were able to proceed. The spin was during the procedure. The surgeon does his spins and screw placement in stages.

Manufacturer narrative:
H2 additional information: d10 updated and img g05001 added for camera. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, h2 correction: the previous supplemental was indicated inb2 as other and h1 as a serious injury due the additional information that one screw needed to be replaced. Imf f12 is now included to reflect the serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.